Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Medical devices: item # us257858, magnum trispike cup, lot # 760830; item # 192014, echo por fmrl nc 14x150mm, lot # 267560; item # 139268, m2a-magnum 52-60mm tpr insrt, lot # 715320. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-10586; 0001825034-2018-10588.

Event description:
It was reported that a patient was revised for unknown reasons approximately 8 years post implantation. The femoral head and cup were revised. Attempts have been made, and no further information has been provided.

Event description:
It was reported patient underwent hip arthroplasty on (B)(6), 2009. Subsequently patient was revised (B)(6), 2017 due to malposition of the acetabular component. The femoral head and cup were revised.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.